Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported cylinder and axis "miss" during intraoperative aberrometry of the left eye. The surgeon is questioning the accuracy of the system. Additional information received indicating there was a shadow noted during measurements.

Manufacturer narrative:
The aberrometer was replaced for ¿strange image¿ on the wide field of view (wfov) camera, which may have contributed to the reported ¿shadow.¿ the wfov camera provides the user with visualization of the patient¿s eye during surgery and does not impact the functionality of the system with respect to taking measurements. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).